Event description:
The manufacturer received information alleging a ventilator shut down during preventive maintenance and failed a test step during testing. The device was not in patient use. The device was repaired by the customer. The device's sensor board will be replaced to address the issues.